Event description:
The pt underwent an interstim therapy for urinary control test stimulation procedure. The 3057 lead was placed with a 5 cm needle. A proper response was obtained, but the 5 cm needle was placed too deep and seated the distal end of the lead in the rectum or colon. The pt found the wire to be protruding with her stool the next morning. The pt returned to her hcp who then removed the wire by pulling the wire out from the anus until completely removed. No infection or other sequelae were noted after this event.